Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications. The controller passed visual examination and functional testing. However log files analysis reveals multiple controller fault alarms of type sys_comm_fail. The controller fault alarms indicate anomalies in communication between the pump motor controller (pmc) and the user interface controller (uic). These alarms could not be duplicated at the bench level. The most likely root cause of the controller fault alarms are communication anomalies between the pump motor controller and the user interface controller. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient called the on call service the evening of (B)(6) 2016 to report that his controller screen had frozen and that a medium priority alarm is actively alarming. He was unable to tell which alarm was active. The patient also reported having two fully charged batteries recently connected to his controller, but the controller was now showing them both at 25-50% charge. No loss of power was ever reported. The patient felt fine throughout and was instructed to go to his local ed for evaluation and potential transfer to (B)(6) (5hrs away). While in the ed, the controller stopped alarming and the screen became active again. After approximately 10 minutes the controller began alarming "controller fault," and again froze. The decision was made by the implanting center to have the patient transferred to (B)(6) for further evaluation and a potential controller exchange in a controlled environment. An ambulance transfer wasn't going to happen until 0530 on (B)(6), so the patient and his wife decided to drive to (B)(6) on their own in the middle of the night. The patient arrived safely at (B)(6) where his controller was still noted to be frozen with a medium priority alarm active. Log files were downloaded. The analysis (attached) verified 3 controller fault alarms and also showed a "gap" in time. Per engineering "the gap means that the uic was not functioning correctly during that time period. There are no missing sequence numbers in the data, so the uic just did not log anything except the three alarms in that period. The sys_comm_fail fault is generated by the pmc when it does not get messages from the uic. Recommend exchange." The patient was admitted for observation and a controller exchange was done bedside. The patient tolerated it well with minimal pump off time. The patient was issued a new replacement controller on (B)(6) 2016. The patient was watched overnight and d/c home on (B)(6) 2016. No further issues or alarms have been reported by the patient since this event. No additional information available.